Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. The internal battery was replaced to address the sf180 and total power failure while the device software was upgraded to address the sf74. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the sf74 was due to a software issue while sf180 and total power failure were due to an isolated component failure within the device battery assembly. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) related to the software, displayed an message (sf180) related to a battery charger fault and underwent multiple total power failure events. There was no patient harm or serious injury reported as a result of this incident.